Event description:
According to the information received, subject developed migraine headaches 2-3 days post device placement. These have occurred about once a week and are accompanied by nausea and the need to lay down and rest. No other symptoms noted. There is a family history of migraine headache in subject's mother.